Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "thumping feeling." Review of the clinic notes revealed the patient had rare (infrequent) diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed - which resolved the diaphragmatic stimulation - and it remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.